Event description:
The pt is a woman who in 1980 had bilateral subcutaneous mastectomy for painful fibrocystic disease. She was immediately reconstructed with saline implants. In 1981, because of recurrent contracture, these implants were changed to a second MFR's double-lumen implants. In 1985, because for recurrent contracture, these implants were replaced with polyurethane breast implants. However, due to controversy over these implants and contracture, in 1993, the old implants were removed. A total capsulectomy was done. There was a mass postoperatively in the left breast and this showed focal, foreign body granulomatous reaction. These implants were placed in 11/94, under the muscle because of significant wrinkling of the skin. The pt has an elevated ana. She has frequent bad migraines. She has muscle spasms. The implants are very tender to palpation. There is pain in the sternum. Both implants are class 4 capsular contracture. Because of contracture, pain, previous rupture and silicone adenopathy as well as systemic symptoms, it is medically necessary to remove these implants. Total capsulectomy is necessary because the capsule contained silicone or inflammation responsible for pt's pain. Implant date 2/4/93.